Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Oral-b heads it is not fitting properly / loose [device connection issue] case narrative: consumer via e-mail reported that the oral-b toothbrush heads were not fitting properly and were loose on the oral-b toothbrush handle, type 3756. No injury was reported. (B)(6) 2025 follow-up via image: the concomitant product lot number was 1bb24810145. No injury was reported.